Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream pressure tests" was reproduced. The device was tested for downstream occlusion detection and failed. A review of the event history log revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor and downstream tubing guide. The force sensor and downstream tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing. This occurred during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.